Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for an atrial lead revision procedure due to atrial non-capture. During the procedure, insulation anomaly was found on the right atrial (ra) and right ventricular (rv) leads, but the rv lead functioned normally. The leads were explanted and replaced. There were no complication during the procedure. The patient was doing well and was discharged home the following day. Related manufacturer reference number: 2938836-2019-13572.

Manufacturer narrative:
A complete lead was returned in one piece measuring 16.4 cm. External insulation abrasion was noted at 22.6-22.9 cm from the connector pin consistent with lead friction to the device can. The outer coil was exposed in this region. This is consistent with the observation from the field of atrial non capture.